Event description:
Device malfunction: none. Symptoms/ae: hyperfusion syndrome, seizure, dislocated right shoulder. Time of symptoms/ae: after the procedure. It was reported, after an uneventful revascularization stenting procedure of the left internal carotid artery, the patient experienced a seizure in 9 2006. A CT scan of the head was performed with the following impression reported: no acute intracranial hemorrhage or stroke, compatible with reperfusion status post left carotid stenting. Because of the seizure, the patient experienced a closed anterior dislocation of the right shoulder, prolonging the hospitalization. Five days later, the patient underwent right shoulder dislocation closed treatment with manipulation requiring anesthesia, with no complications. The seizure was treated medically with dilantin. The patient was discharged to home three days later. No additional infomration is available. Study event.